Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that there was a 069 call service alarm. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 04/07/2017. Device evaluation: the device has been returned and evaluated by product analysis on 03/17/2017 with the following findings: ¿cs087¿ alarms observed in the blackbox. During the investigation, ¿cs069¿ alarm was reproduced during rewind- steps (13 and 17-22) failed due to alarm. The ¿cs69¿ failure is defined as language file corruption while retrieving language text. The ¿cs069¿ failure is written as ¿cs087¿ failure in the blackbox. The error is resident to flash chip (u39). Battery compartment cracked from case seal traveling to grip pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.